Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 13-nov-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a tortuous and calcified coronary vessel. A 20 x 4.00mm promus premier stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage. Promus premier ous mr 20 x 4.00 mm stent delivery system was returned for analysis. The stent was damaged with the proximal and distal ends flared. It appears the stent was partially expanded on the proximal and distal ends. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings appeared partially expanded. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis.